Event description:
Device issue: none. Adverse event: stroke evolution/death. Time of adverse event: eighteen days post procedure. It was reported that on (B) (6) 2010, two xience v stents were implanted in the left anterior descending artery. Post procedure, the patient developed acute coronary heart failure (chf) with elevated troponin levels. Additionally, the patient developed a large right cerebellar infarction. On (B) (6) 2010, an xact stent was implanted in the left internal carotid artery. On (B) (6) 2010, neurology consult reports vacillating mental status due to metabolic encephalopathy from chf, pneumonia, decreased renal function and worsening o2 sats. The patient was deemed "do not resuscitate" and expired later that evening. Though requested, no additional information has been provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Cerebrovascular accident/stroke, death, infection, and renal failure are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to the manufacture or design. The second 3.0x18 xience v rx (part 1009541-18, lot unk), indicated is being filed under the same manufacturer number. The xact stent was filed under MFR # 2004742046-2010-00090.